Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes . H.3 device eval by manufacturer? Yes . D9: returned to manufacturer on: 02-oct-2025. Investigation summary: bd received five samples and 15 photos for investigation. The samples were visually inspected with no issues identified. The evaluation of the photos showed the presence of poor barrier separation. Complaints for sample quality were not under statistical control for the month of september 2025, additional testing was performed. Factors that may contribute to poor barrier separation were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue: no difficulties were encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure (poor barrier separation) because the defect was not evident in the testing of the complaint lot samples. Replicates of both customer return and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: poor barrier separation based on the photos provided. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® cpt¿ cell preparation tube with sodium heparin, an unspecified number of tubes exhibited poor barrier separation after processing. Samples were recollected. There was no other health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® cpt¿ cell preparation tube with sodium heparin, an unspecified number of tubes exhibited poor barrier separation after processing. Samples were recollected. There was no other health impact or consequences reported.